Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was the lad. After deployment of the 3.5 x 23 mm xience v stent, there was a distal dissection in the artery. This was covered by a 3.0 x 12 mm xience v stent. The procedure lasted for about 45 minutes. There were no additional patient's effects. No additional event or patient information is available.

Manufacturer narrative:
Dissection, as listed in the IFU, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.